Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, pump unable to perform the displacement test and occlusion test due to missing retainer and reservoir tube o-ring. Pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage was less that 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.